Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that battery acid leaked into the battery compartment of their insulin pump. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube however, had normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No a33 alarm noted during our testing. The insulin pump had cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. Unable to verify battery cap damage due to the insulin pump was returned without the original battery cap.